Manufacturer narrative:
The pacing output of the related device was increased, and a follow-up appointment was scheduled to further evaluate the lead. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture due to an increasing pacing threshold. It was also reported the pacing impedance had decreased. No specific adverse patient effects were reported.